Event description:
It was reported that patient's left proximal humerus replacement has dislocated for the second time. Previously the patient had a successful surgery and then dislocated and was treated with a liner/ring exchange (B)(6) 2020 - update: further investigation shows dislocation likely occurred between the in situ bayley/walker glenoid screw and new humeral bearing liner (implanted (B)(6) 2020).

Manufacturer narrative:
Corrected data: d6a. Additional manufacturer narrative: reported event: an event regarding dislocation involving a mets, proximal humeral replacement, glenoid screw, was reported. The event was not confirmed. Device evaluation and results: not performed as product was not returned clinician review: no medical records were received for review with a clinical consultant device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left proximal humerus replacement has dislocated for the second time. Previously the patient had a successful surgery and then dislocated and was treated with a liner/ring exchange 22dec2020 - update: further investigation shows dislocation likely occurred between the in situ bayley/walker glenoid screw and new humeral bearing liner (implanted (B)(6) 2020).